Manufacturer narrative:
At this time, no further information is available. This report will be updated should additional information become available.

Event description:
Boston scientific received information that an out of range right ventricular pacing impedance measurement was observed. No adverse patient effects were reported.